Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was implanted (B)(6), 2012 with intracardiac echo and fluoroscopic guidance. Using the stop-flow technique, the defect measured 19mm. Moderate-sized pericardial effusion 11mm from the lateral left ventricular wall extending to the apex, was observed during a transthoracic echocardiogram (tte) on (B)(6), 2012. The patient was hemodynamically stable and denied chest pain. Doppler confirmed no evidence of tamponade. The patient was kept overnight for observation and a repeat tte the next day. The tte was repeated (B)(6), 2012 and the effusion was stable and relatively unchanged in size so the patient was discharged.

Manufacturer narrative:
Sjm medical could not evaluate the product involved in this event since it remains implanted. Live imaging is expected from the clinic so at the conclusion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board which determined that no erosion occurred.